Event description:
Pt denied complaints pre-dialysis. Temp. 97.6, bp 120/70 weight 138 lbs,, gained 2 lbs. Dialysiis was initiated in the usual manner at 300 blood flow rate. 470 ultraaafiltration gaaol 1400cc. 2hrs 5 mins into dialysis pt's bp was 90/60. Pt was lethargicand 200cc normal saline was given. Bp remained low - 80/60-90/60 and dialysis wa terminated at 2hrs 35 mins because blood pressure did not improve in spite of an additional 550cc saline. Pt also reported cramping. Post dialysis temp. 98.0, bp 120/70, post weight 135 - loss 3 lbs. The pt was asymptomatic post treatment and was sent home. This was the second incident on this machine that involved this pt. It was the third incident on the machine since 11/15/93. The chieeef technician removed the machine from use. The u.f. Rate was recalibrated.